Manufacturer narrative:
Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for crack that caused leakage with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined.

Event description:
It was reported that bd a-line¿ arterial blood collection syringe leaked from a crack at the tip of the syringe. No blood exposure to mucous membrane. No injury or medical intervention.